Manufacturer narrative:
The previously reported event is being un-reported. The device involved was a marketed unit/under ide as part of (B)(4) . Adverse reporting is the responsibility of (B)(4) . The event had already been reported by (B)(4) .

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a nurse via a sales representative, regards a patient of unspecified gender, age, and origin. The patient was taking insulin lispro (humalog) for type I diabetes via a humapen memoir pen. It was reported that the humapen memoir would not dial past 90. It would flip back to zero. This humapen memoir is associated with product complaint (B)(4) / lot number 0905c02. The user of the device and the user's training status was not provided. The device duration of use was not provided. Use of the pen was discontinued, and it was returned to the manufacturer (B)(4) 2010. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary, added device return date, updated EU/ca device fields appropriated.

Event description:
The (B)(6) old male patient received two cypher stents as part of the elite study. The email received for the elite study indicated that one hundred eighty three days post procedure the patient had a ptca of the target lesion. No additional information was provided.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00386. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.